Event description:
Information was received from the healthcare provider via the company representative regarding a patient receiving morphine 50mg/ml, bupivacaine 5mg/ml and clonidine 100mcg/ml via an implantable pump. It was reported that the surgeon¿s office was notified of case to replace the catheter on (B)(6) 2022. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the catheter was being replaced on (B)(6)2022. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-nov-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.